Event description:
It was reported that, on (B)(6) 2020, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. A type ii endoleak was identified at the end of the procedure but was left untreated. On (B)(6) 2023, the device was explanted due to a type ii endoleak being fed by the left renal polar artery.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak. A review of the manufacturing records indicated the lot met pre-release specifications. The device fragment was reported to measure 71 mm in length and consisted of the trunk ¿ ipsilateral leg endoprosthesis. An unknown portion of the constraint sleeve was attached at extremity a of the device fragment. The albumen was generally devoid of tissue except for scattered plaques of red-brown material. The lumens of the contralateral gate and the ipsilateral leg had thin coatings of dark red-brown material and was reported to be widely patent. Luminal patency could not be confirmed with the information provided by the third person lab. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
Aneurysm due to type ii endoleak observed.

Event description:
It was reported that, on an unknown date in 2020, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® aaa endoprosthesis. On (B)(6) 2023, the device was explanted due to a type ii endoleak.

Manufacturer narrative:
The explanted device was processed by a third party lab. The report from the third party lab and, if necessary, the device itself will be evaluated as part of the investigation. The lot/sn is unknown. Additional information has been requested from the physician. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.